Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Materials: 305106 batch#: 4116510. It was reported by the customer that blockage and leakage. Verbatim: escalated report-please relate this report to previously reported records (B)(4) and (B)(4). Customer reports 14 additional occurrences related to blockage and leakage (medication shooting out from the side of the hub that houses the needle). I reached out to the customer by phone to clarify info on attached email and was told these 14 occurrences happened after the initial 2 reports ( (B)(4), (B)(4)). Date of events were not saved and amount of times leakage occurred was not documented, main issue seems to be blockage but occasionally leakage occurs as well. Impacted needles have not been saved. Customer stated lots for these issues were not saved but most likely may be related to lot 4116510. Customer also notes medication used. Customer verbatim from attached email: "we still have a decent failure rate with the needles and I collected the following data: physician needle failure rate: 39 injections with 4 failures = failure rate (B)(4). Registered nurse needle failure rate: 10 injections with 10 failures = failure rate (B)(4). This data makes me question if the increased failure rate with the rns is the medication they are injecting. I asked what medications have the failure and was told the following: rns - xxxxx and xxxxxx mds -xxxxx with xxxxx of note, the lido/epi is the primary medication the mds inject. The kenalog is the primary medication that the rns inject.".

Manufacturer narrative:
(B)(4) follow up. It was reported there was blockage and leakage. As no physical sample or picture sample was provided for evaluation by our quality engineer team, a complete sample investigation could not be performed. A device history record review was completed for provided material number 305106, possible lot number 4116510. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.